Manufacturer narrative:
Discrepant results (accuracy)comparison of inratio test with lab results provided by en-user at time complaint was filed: date few days ago, inratio 7.7, lab 2.8, mean 3.75, confidence limits 2.2-5.3. In 2006, 5.7, 3.6, 4.65, 2.6-6.9. On two days later, inratio; 6.1, lab; 3.0, mean; 4.55, confidence limit; 2.6-6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both in ratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore further testing is not required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date few days ago, inratio 4.7, lab 2.8. In 2006, 5.7, 3.6. On two days later, 6.1, 3.0.